Manufacturer narrative:
The na electrode expiration date was not provided. The c501 module serial number was (B)(6). The field service engineer found that the tubing was kinked. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with sodium (na) on a cobas 6000 c501 (ul) v module. Initial result: 306 mmol/l. No questionable result was reported outside the laboratory, and the sample was repeated on another c501 module. Repeat result: 144 mmol/l. The repeat result of 144 mmol/l was deemed to be correct.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, and g1 were updated. The customer stated that the initial na result of 306 mmol/l was outside the reference range and considered incompatible with life, and for those reasons, the sample was repeated. The field service engineer found that the cause was due to a punctured vacuum tubing leading to rinse issues in the cells. He replaced the damaged tubing and performed calibration with successful results. The service actions performed by the engineer resolved the issue. The cause was traced to a component failure.